Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a heel warmer. The customer reports that the nurse squeezed the heel warmer to activate the product for use, it ruptured causing the fluid contents to spray up in the air covering the monitor, spraying the wall and draining on to the floor. The customer further reports that no one was hurt but the nurse and surrounding staff were startled by the event. The baby did not come in contact with a hot fluid contents of the heel warmer.